Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that stent deployment issues occurred. The target lesion was located in an unspecified cardiac vessel. A 3.50x32mm promus element plus drug eluting stent was advanced but its stent couldn't be deployed. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged at the distal end. One strut at the most distal row was lifted and pushed distally. The stent was deployed at nominal pressure with no issues noted. The inflation device was verified before and after use with a calibrated pressure gauge. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).